Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The hawkone was used to cut a calcified sfa lesion. After cleaning the device once it was re-inserted and multiple passes were made. The device was removed and cleaned a second time. When cleaning the device it was discovered to have malfunction. The thumb switch would not advance into the nosecone to pack plaque. No patient injury occurred. The procedure was completed successfully by using a standard pta. The hawkone device was received seated within the cutter driver. The distal assembly showed the cutter head pierced through the stainless steel and tecothane approximately 4mm distal to the cutter window. A clear film with red material was observed sticking out near the cutter window and was determined to be biological according to the noted elasticity. The cutter head was attempted to be retracted, but due to encountered resistance the cutter could not be pulled back.